Manufacturer narrative:
H6: health effect: clinical codes added: deformity/disfigurement and unspecified infection.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having receding gums on the bottom caused by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.